Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the unicel dxl 800 access instrument. The accu tnl result was 1.77ng/ml. It is unknown if the result was reported out of the lab. The customer re-spun the patient sample and then re-tested for accu tnl.the repeated accu tnl result was 0.33ng/ml. On the same day, the customer collected a fresh sample from the patient and tested for accu tnl; the result was 0.32ng/ml. The customer re-tested the 2nd sample for accu tnl; the result was 0.29ng/ml. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.